Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve was not shifting. Additional malfunction was the tie wrap was broken.